Event description:
This solicited device case from (B)(6) was received on 24-may-2016 from the patient. (B)(6). This case concerns a (B)(6) year old female patient who received treatment with synvisc one and the same day was unable to walk or go to work for five months, had swelling in left knee and left knee effusion. No medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6)-2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 4rsk001 and expiration date: oct-2017) into her left knee for osteoarthritis. It was reported that the same day, patient had a very severe reaction to the injection. Her knee became very swollen. She was unable to walk or go to work for five months. Her knee was drained and she had to keep her knee elevated for a month. Afterwards, she was walking with crutches. At the point of contact, the patient was currently recovering with physiotherapy and recently started working again. Further reported, the patient would not be receiving anymore synvisc treatments in the future. Corrective treatment: walking with crutches and physiotherapy for the event of was unable to walk or go to work for five months; ibuprofen (advil) and physiotherapy for the event of swelling in left knee; knee was drained and physiotherapy for the event of left knee effusion. Outcome: recovering/ resolving for all the events. (B)(4). The production and quality control documentation for lot # 4rsk001 expiration date (10/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsk001 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4). Sanofi genzyme would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Reporter causality: not reported for all the events. Company causality: associated for all the events. Seriousness criteria: persistent or significant disability / incapacity for all the events. Additional information was received on 01-jun-2016. The expiration date of the suspect was added. Global ptc number with results was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 01-jun-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated 27-may-2016: this case concerns a female patient who received synvisc one and later she was unable to walk . The causal relationship between the product and the event has been considered to be associated. However, patient's underlying condition and advancing age provides a plausible explanation for the event.

Event description:
This solicited device case from (B)(6) was received on 24-may-2016 from the patient. Study title: (B)(6). This case concerns a (B)(6) female patient who received treatment with synvisc one and the same day was unable to walk or go to work for five months, had swelling in left knee and left knee effusion. No medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: (B)(4) and expiration date: not provided) into her left knee for osteoarthritis. It was reported that the same day, patient had a very severe reaction to the injection. Her knee became very swollen. She was unable to walk or go to work for five months. Her knee was drained and she had to keep her knee elevated for a month. Afterwards, she was walking with crutches. At the point of contact, the patient was currently recovering with physiotherapy and recently started working again. Further reported, the patient would not be receiving anymore synvisc treatments in the future. Corrective treatment: walking with crutches and physiotherapy for the event of was unable to walk or go to work for five months; ibuprofen (advil) and physiotherapy for the event of swelling in left knee; knee was drained and physiotherapy for the event of left knee effusion. Outcome: recovering/ resolving for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: not reported for all the events. Company causality: associated for all the events. Seriousness criteria: persistent or significant disability / incapacity for all the events. Pharmacovigilance comment: sanofi company comment dated 27-may-2016: this case concerns a female patient who received synvisc one and later she was unable to walk . The causal relationship between the product and the event has been considered to be associated. However, patient's underlying condition and advancing age provides a plausible explanation for the event.

Event description:
She was unable to walk or go to work for five months [unable to walk] allergic reaction [allergic reaction] ([swelling of l knee], [effusion (l) knee], [knee pain]). Case narrative: this solicited device case from canada was received on 24-may-2016 from the patient (study ID: spon_I_synvisc one). Study title: patient support program involving synvisc one. This case concerns a 60 year old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and the same day was unable to walk or go to work for five months, had allergic reaction (latency: unknown). No medical history, past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2015, the patient received treatment with intra-articular hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml once (batch/lot number: 4rsk001 and expiration date: oct-2017) into her left knee for osteoarthritis. It was reported that the same day, patient had a very severe reaction to the injection. Her knee became very swollen. Patient was unable to walk for 6 weeks or go to work for five months. Patient had allergic reaction to the injection (latency: unknown). Patient had severe swelling and pain. Her knee was drained using a needle and she had to keep her leg elevated for a month. Afterwards, she was walking with crutches. It was reported, it took three months for patient to recover from allergic reaction. At the point of contact (24-may-2016), the patient was recovering with physiotherapy and recently started working again. Further reported, the patient would not be receiving anymore hylan g-f 20, sodium hyaluronate treatments in the future. Corrective treatment: walking with crutches and physiotherapy for the event of was unable to walk or go to work for five months; ibuprofen (advil), knee drained and physiotherapy for the allergic reaction outcome: recovered for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 4rsk001 expiration date (10/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsk001 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 01-jun-16, a total of 17 complaints were on file for lot # 4rsk001: (16) adverse event reports & (1) tip breakage. Sanofi genzyme would continue to monitor complaints as stated in product complaint handling to determine if a CAPA was required. Reporter causality: not reported for both events. Company causality: reportable for both events. Seriousness criteria: persistent or significant disability / incapacity for gait inability. Additional information was received on 01-jun-2016. The expiration date of the suspect was added. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 11-apr-2019 from patient. Event of allergic reaction was added with details. Events of swelling in left knee and left knee effusion were updated as symptoms of allergic reaction. Outcome of event unable to walk or go to work for five months was updated from recovering to recovered. Clinical course updated. Text amended accordingly.